Event description:
Information received from the field does not address the patient's clinical status but notes atrial loss of sensing. During repositioning, blood was noted in the lead body and in the connector port of the pulse generator. The physician rinsed the port and reconnected the lead. The patient was seen for a follow-up one month after the repositioning and normal pacemaker function was observed.